Event description:
Information was received indicating that a smiths medical level 1® disposable liquid was observed to be dripping out above the drip chamber following adding pressure to the pressure chamber. The disposable was then reported to be changed out three times, but this situation was reported to occur each time. During this time, the patient was reported to be requiring resuscitation with other medication and therapy given. Unfortunately, the patient expired. The hospital reported "the death had nothing to do with the faulty systems." The disposables were disposed of with no further information.

Event description:
Reassessment triggered a customer response of the event that occured with fluid warming/level 1 trauma fast flow disposables .